Event description:
It was reported that an advantage transvaginal mid-urethral sling system was implanted. According to the complainant, the patient experienced pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.